Event description:
It was reported by the physician that the device did not capture while on a patient. Another device was used. There was no patient injury as a result of this event. It was reported by the physician that the device did not capture while on a patient. Another device was used. There was no patient injury as a result of this event. Test & calibration.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer allegation. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the physician that the device did not capture while on a patient. Another device was used. There was no patient injury as a result of this event.